Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: a visual inspection of the returned guide wire revealed that the distal part of the device was slightly elongated. A bend was noted 8cm from the distal end. A 1cm section of the device located 23cm from the distal tip was bunched up and the coating was detached. The outside diameter of the guide wire was measured and found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (b)(6 2011 it was reported that during preparation for a drainage procedure, a defect in the guide wire was noted. The physician unpacked the .035 amplatz super stiff guide wire and a noted a "defect" on the guide wire surface 10cm from the distal tip. The guide wire was not used during the procedure. Another amplatz super stiff guide wire was used to complete the procedure with no reported patient complications. Returned product analysis revealed that a portion of the amplatz coating was missing.